Event description:
During periodic review of programming history records high impedance was observed for a patient. No known surgical intervention has occurred to date. No other relevant information is available to date.